Manufacturer narrative:
The reported event was confirmed as supplier related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was used for treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used top half of a dome bag. Verified dome cavity 8. Visual inspection of the sample noted that the connection between the inlet tube and the dome, the dome was not perforated to allow urine to flow in from the tubing. This did not meet the specification "there shall be no occlusion of the i.d. Of the inlet port, verify with pin gage." A potential root cause for this failure mode could be ¿component cm2098 (dome), cm0535 (outlet) and cm2192 (outlet port 90 degrees) out of specification: - obstruction in internal diameter¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected

Event description:
It was reported that the urine did not flow into the drain bag during surgery and found that the inlet tube was blocked near the dome area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine did not flow into the drain bag during surgery and found that the inlet tube was blocked near the dome area.